Event description:
It was reported that noise was observed on the lead. All lead parameters are normal and stable. No adverse consequences were reported after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.